Manufacturer narrative:
Additional information was received that the location of the patients infection was at the ipg incision site. It was noted that the site was swollen and draining. It was also believed that the infection was not device related. The patient was placed on antibiotics and underwent an explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that following an implant procedure, the patient developed an infection. The patient will undergo an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5110401 / 5123966, model/catalog description: infinion cx lead kit, 50cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following an implant procedure, the patient developed an infection. The patient will undergo an explant procedure.